Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle did not deploy, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected.

Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle did not deploy, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected.

Manufacturer narrative:
The device was received undeployed. The data presented a rotational sensor malfunction that terminated the priming sequence earlier than expected. The device was reset and rerun, and the rerun data presented rotational sensor errors and an 0x42 alarm. Contamination was observed on the commutator cap. The contamination can be attributed as the cause of the rotational sensor errors, ultimately causing the needle's failure to deploy.

Manufacturer narrative:
D4 - lot no changed from l72279 to l72278. D4 - serial no changed from blank to (B)(6) . D4 - expiration date changed from 12/30/2022 to 12/28/2022. D4 - unique identifier (UDI) # changed from (B)(4) to (B)(4). H4 - device mfg date changed from 6/30/2021 to 6/28/2021.